Event description:
The rptr noted during posterior lumbar fusion spine surgery the tip of the coral hex driver broke off while the surgeon was inserting the screw into s1. The rptr noted there was no injury to the pt.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The reported incident was confirmed. The p-sam-285 had the torx tip on the end of the driver completely sheared off, leaving only the faint outline of what was there. This could have been caused by excessive force. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.